Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: device failed autozero test during start up. Failure confirmed by testing in service mode. Log indicates several leak test fails and flow sensor failures. Failure occurs during setup. The patient was not involved.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during set up with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective pressure sensor assembly and the pressure sensor assembly was replaced. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the pressure sensor assembly could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: device failed autozero test during start up. Failure confirmed by testing in service mode. Log indicates several leak test fails and flow sensor failures. Failure occurs during setup. The patient was not involved.

Event description:
The following was reported to hamilton medical ag: device failed autozero test during start up. Failure confirmed by testing in service mode. Log indicates several leak test fails and flow sensor failures. Failure occurs during setup. The patient was not involved

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).